Event description:
It was reported that this right ventricular (rv) lead was part of the system revision due to infection. Reportedly, the patient went to the hospital and the yellow substance appeared after opening the device pocket. There were no additional adverse patient effects reported. The rv lead was surgically abandoned.